Event description:
It was reported this catheter was placed on january 2002 for an undetermined drainage treatment. During a scheduled catheter exchange in april, it was noted the distal portion of the catheter had detached and remained in the pt. The physician was unable to locate the detached catheter segment and no attempt was made to retrieve the detached segment. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device has not been received or evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the device met its specifications. The co's follow up indicated this catheter was in place for approximately 3 months. Co believes user technique, and/or pt anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the relationship between the device and the cause for this event. The co's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. This catheter should be evaluated by the physician on or before 90 days post-placement."